Manufacturer narrative:
The reported pt blood loss events are attributed to clotting in the extracorporeal blood circuit which precluded rinseback of the pt's blood. There is no evidence of a device malfunction. No similar problems reported with this lot of cartridges. Device labeling includes probable causes of alarms and adequate troubleshooting instructions. Device labeling also includes appropriate warnings regarding the risk of clotting. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
During two routine hemodialysis treatments, clotting was observed in the venous blood line following venous air alarms. Both treatments were discontinued without performing rinseback of the pt's blood resulting in an estimated total blood loss of 380cc. Hb on (B)(6) 2011 decreased to 9.7 from previous hb 10.8. Epogen was increased from 13,000 units/week to 17,000 units/week. No other medical intervention was provided.